Event description:
It was reported that the patient experienced loss of therapeutic effect due to an unknown catheter issue. The patient experienced less than 50% therapy relief. It was unknown when the issue was identified. It was unknown if any diagnostic testing or troubleshooting was performed. The entire catheter was replaced on 2014 (B)(6). The catheter was discarded by the customer. During the case, good cerebrospinal fluid (csf) flow was present during the entire procedure. The catheter issue was resolved. Patient status at the time of the report was alive with no injury. The device system delivered lioresal. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter.

Event description:
Additional information was received from a consumer via a company representative. The patient's medical history included cerebral palsy. The catheter tip was originally at c2 and after the fusion and revision only to t5. It was decided to replace the catheter and it was placed at t2. A side port aspiration was performed and they reported getting several cc of fluid.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8598a, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).